Event description:
It was reported to nova biomedical, that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter. The consumer, even though she did not feel that high, treated herself with an unk amount of insulin. Two hrs later, she tested again, getting a result of 23 mg/dl, again stated she did not feel that low. It was revealed during the call, the consumer combines two vials of test strips into one vial, against recommendation in directions for use and is not sure if the strips are the same lot number. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.